Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5 was not detected on the bus due to the faulty interface board a field service engineer resolved the issue by replacing the pcba board. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system experienced twenty unrecoverable drawer failures and was not detected on the bus. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. However, it was confirmed that the user successfully obtained the required medication from an alternative medstation, and there was no delay or harm to the patient. There were no adverse events or injuries reported based on this event.